Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 600 mg/dl between 4 and 24 hours of wearing the pod. On (B)(6) 2026, the patient was taken to the hospital to seek medical attention. The patient¿s mother stated the insulin dosage was not correct and resulted in high bg levels. The patient¿s symptoms included shaking, not feeling well and their body hurt. The patient was diagnosed with diabetic ketoacidosis. The pod was removed from the patient¿s arm by hospital staff. The patient was admitted to the hospital for treatment, but specific treatment was not reported. The patient was discharged from the hospital on (B)(6) 2026. The patient¿s mother stated a new pod was applied and the patient is doing better now.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.3. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.